Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis of the lead found, by visual inspection, an external insulation abrasion breaching the outer insulation and exposing the outer coil proximal to the suture sleeve tie impression. The cause of the external insulation abrasion is consistent with friction to the device can.

Event description:
This report is to advise of an event observed during analysis.